Manufacturer narrative:
Per tandem's t:slim user guide, "do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected at the luer lock and reported seeing air bubbles in the luer lock. The customer primed the air out and there was no impact to the customer's blood glucose level.